Event description:
It was reported that a user contacted support for assistance with a supply change and was guided through an inset 23 inch 6 mm infusion set change while experiencing hyperglycemia, with a highest reported blood glucose of 279 mg/dl and ilet high alerts, and the user planned to monitor levels after the change. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed an unclear cause of hyperglycemia, with no device malfunction reported and correction achieved after the supply change. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.